Event description:
It was observed that during the device evaluation, the subject device exhibited the camera cable unit plug of the video cable section has corrosion, the fibre bonding in the outer tube area (distal end) is damaged, the video cable is broken, the image is not displayed and error e226 occurs. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint has a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.